Event description:
Severe prosthetic stenosis occurred after 3 years of normal echocardiograms. At 4-1/5 years, there was severe mitral bioprosthetic dysfunction. Valve explanted (B)(6) 2011 and will be returned to manufacturer. The stenotic valve was explanted and replaced with a mechanical valve. In the customer's report, it was noted that the condition of the device at explant was described as "leaflets covered with pannus involving thrombus with one cusp calcified." Cardiac output at explant "lowered due to mitral stenosis."

Manufacturer narrative:
Heavy dense layer of host tissue overgrowth covered most of leaflet 2 at the outflow aspect. Subvalvular apparatus or possibly native leaflet was fused to the leaflet 2 by host tissue overgrowth restricting its mobility. Although as received the host tissue overgrowth layer was cut at the outflow aspect, host tissue overgrowth situated atop the free margins suggest it fused leaflet 2 with the adjacent leaflets. Host tissue overgrowth measured at the free margin of leaflets 1 and 2 at commissure 2 to 8mm, and at the free margin of leaflet 2 and 3 at commissure 3 to 11mm. Host tissue overgrowth was minimal at the inflow aspect, at the stent inflow and tissue inflow. It encroached onto the tissue inflow and into the orifice by 2mm. The valve exhibited moderate calcification in the cusp area of leaflets 1 and 3. At the free margins, calcification was heavy at leaflet 1 at commissure 2 and at leaflet 3 commissure 3. The x-ray demonstrates calcification. X-ray. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Manufacturer narrative:
Method: device not returned. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Return biokit has been sent to the customer; however, the device has not been returned as of (B)(6) 2011. Customer experience report indicated that the operative report would be provided.